Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with complaints of chronic pain at the pacemaker site. The device was explanted due to possible infection. The infection has not yet been confirmed. The patient was stable both before and after the procedure.